Manufacturer narrative:
A visual exam of the returned device revealed the catheter was bent next to the handle connection. Complaint confirmed. The returned unit has a kink present in the proximal section of the catheter. If this section is not straight during actuation of the device, the loop will not be able to extend as intended. At this time, there is not enough evidence to determine when or where the kink in the catheter occurred. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any other complaints reported for the same lot. The (B)(6) 2008, 15-month captivator snares product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).

Event description:
It was reported to boston scientific corp on (B)(6) 2008, that a captivator snare device was used for an emr procedure on (B)(6) 2008. According to the complainant, the loop wire was unable to be extended or retracted properly during preparation. No pt complications were reported as a result of this event.